Event description:
Complainant alleged that during training by facility staff, the device would not power up with battery power and displayed a "defib fault 79" message. Complainant indicated that there was no patient involvement in the reported malfunction.